Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the emergency room with the right ventricular (rv) lead exhibiting loss of capture, noise and low pacing impedance. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.